Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see also MFR report number 2032227-2011-00909.

Event description:
The customer reported that she was hospitalized due to low blood glucose levels of 44 mg/dl. The customer was driving when her blood glucose levels dropped, and she got into an accident. The customer didn't check her blood glucose levels prior to driving because she had just eaten a snack and she figured she'd be fine. The customer also reported being in another car accident and being hospitalized after experiencing low blood glucose levels. The date of the second event was not provided. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the displacement and self tests. Reviewed the sensor alarm history, and found that the customer rec'd multiple low alarms prior to the first car accident. The customer did mention that the insulin pump was exposed to a cat scan during the hospitalization. Advised that the insulin pump would be replaced.